Event description:
It was reported that during a da vinci si proctocolectomy procedure, the wires on the small grasping retractor instrument broke and a fragment from the instrument fell into the patient. The broken fragment was retrieved and the planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal clevis hub is broken and the cable segment that contains the crimp was missing from the clevis. The clevis does not exhibit excessive damage. The broken cable segment was also returned. On (B)(4) 2013 isi contacted the initial reporter of this incident. The initial reporter indicated that the surgeon reported that he was not grasping tissue with the small grasper retractor instrument as the instrument was not responding. The initial reporter indicated the surgeon used another instrument to aid in the removal of the small grasper retractor instrument. The initial reporter indicated that to the best of their knowledge, the patient has not returned to the hospital due to any post surgical complications as a result of the reported event.